Manufacturer narrative:
A supplemental report is being submitted for investigation and device evaluation completion and correction. Correction to g1 contact name, email and phone number. Product event summary: one (1) controller ((B)(6)) was returned for analysis. (B)(6) was not returned for analysis. This complaint is associated with a clinical adverse event; no performance allegations were made against (B)(6). Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. Internal inspection revealed no anomalies. Log file analysis revealed no anomalies involving the pump within the analyzed period; power consumption and estimated flows were within the normal operating range throughout the analyzed period. Review of the event log file revealed a controller power-up event, with an associated motor start event, logged on (B)(6) 2024 at 20:47:50. The controller was without power for 44 seconds. No anomalies were logged leading up to the loss of power. Of note, no data points were logged following the power-up event until (B)(6) 2024, indicating that the controller lost power again before the controller could record a data point (typically around 40 seconds following a power-up event), which corresponds with the controller being taken out of use. Based on the available information, the most likely root cause of the observed controller power-up event can be attributed, but not limited, to a disconnection of both power sources from the controller during the reported withdrawal of care. Based on the limited information available, the device may have caused or contributed to the reported death event. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ controller 2.0. D4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2022 / serial #: (B)(6) UDI #: (B)(4). D9: yes, return date: 31-jan-2024. H3: no. H4: mfg date: 14-oct-2021. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is in progress and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the manufacturer received product performance data and the controller subsequently tested out of specification during manufacturer¿s analysis. Log file data indicates that the controller exhibited an unexpected loss of power one day prior to the cerebral hemorrhage.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient suffered a cerebral hemorrhage. It was also reported that the family decided to withdraw care from the patient and the patient passed away.